Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g1-2, g3, g4, g7, h1, h2, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01645. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is unknown which product number is the complaint product. Both products will be investigated on one report. The possible item numbers are: cannulated drill 2.4 mm: 231201030; cannulated profile drill 3.4 mm: 231201130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10 proposed code: mechanical (g04) - drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported event is confirmed. A summary of the investigation has been sent to the complainant. The root cause of the reported issue is attributed to use error. IFU 01-50-1539 states "where used uniquely for a particular implant system, consult that system¿s labeling for the detailed indications, contraindications, performance characteristics, and expected clinical benefit for the devices. The clinical benefits of the instruments are primarily to facilitate appropriate alignment, sizing, implantation, and explanation of associated implants." The IFU for the screws 01-50-4061 has a contraindication for quality of the bone. The user reported that the bone quality was not ideal. It was confirmed by the surgeon that bone quality was not ideal however the bone fracture cannot be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign: switzerland. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, a hole was drilled and the patient's bone fractured. A second hole was drilled to complete the procedure. The surgeon stated the patient's bone quality was not good. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.